Event description:
Physician reported to a cook medical representative that he explanted a zfen device (of unknown product code) due to a type iiib endoleak. The graft was originally implanted a few years ago at mayo arizona and was explanted at the cleveland clinic.

Manufacturer narrative:
No product was received for evaluation. Further information and imaging were requested; however, it was confirmed that no imaging was available. The additional information received was: ¿pre-op/pre-procedure diagnosis: hx of cook zfen 36x107 (2 renal +1 sma scallop) icast x 2 (7x22) and 20x62x76 distal body with 20x90 r limb with growing 61mm juxtarenal aneurysm and continued endoleak¿. The lot number was not provided; therefore, a review of the device history record could not be performed. However, there is no evidence to indicate that the device was not manufactured to specification, or that a device non-conformance or deficiency contributed to the event. As the product lot number and device are unknown, the instructions for use zenith® fenestrated aaa endovascular graft IFU-fu/3 was reviewed for the following: 4.3 implant procedure inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. Section 5 adverse events also notes endoleak as potential risk. Due to the lack of information, a definitive root cause could not be determined. It is possible that one or more of the following factors may have contributed to the event: - procedural factors. - patient factors.

Event description:
Physician reported to a cook medical representative that he explanted a zfen device (of unknown product code) due to a type iiib endoleak. The graft was originally implanted a few years ago at (B)(6) and was explanted at the (B)(6) clinic.